Manufacturer narrative:
Investigation summary: condyle screw t2 femur ø5x70 mm. A review of the DHR revealed no discrepancies in material or manufacturing. Appearance, kind and extent of damage indicate that the device had been exposed to high load application during a period of approx. 2,5 years in combination with movement in axial direction (screw vs. Washer).high load in combination with long time exposure to high load led to significant material abrasion on the screw head as well as on the pegs of the washer. Additionally the pegs of the washer were bent outwards. Both, abrasion on the screw head and pegs and deformation of the pegs progressed over time and finally led to separation of washer and screw. As the condyle screw had obviously been locked by the end cap, movement (screw vs. Washer) must have its origin in instability of the fracture site. No discrepancies were detected during risk analysis review. No non-conformity identified. With respect to the discussed aspect it can be concluded that the event was not caused by a deficiency of the device but is rather patient related.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery with the t2 scn and condyle screw. On (B)(6) 2015, the patient felt the pain in the knee. When the surgeon confirmed x-ray, it was found that the washer of condyle screw comes off. Therefore, the surgeon is planning the removing surgery on (B)(6) 2015.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown condyle screw. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery with the t2 scn and condyle screw. On 6/26/2015, the patient felt the pain in the knee. When the surgeon confirmed x-ray, it was found that the washer of condyle screw comes off. Therefore, the surgeon is planning the removing surgery on (B)(6) 2015.